Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon functional testing of the device it cycle, and slowly fed the remaining 9 clips with a proper clip formation. It is possible, that the silicon density inside the device handles may have caused the internal components to move slower than expected, causing slow feeding. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the speed of opening and closing the jaws was slow. Also, the device seemed not to ligate properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.